Event description:
It was reported the customer had a no delivery alarm on their insulin pump when attempting to deliver insulin. The customer has changed the infusion set, but the alarm persisted. The customer was unable to complete troubleshooting at the time of the call. Customer's blood glucose was 457 mg/dl. The customer will treat their blood glucose with a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.